Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lead exhibited high out of range high voltage lead impedance, variable sensing and noise. It was discussed to replace the device as the device was reaching eri and during that procedure to test for lead functionality. The lead remained implanted.